Event description:
Per the clinic, the patient received no auditory benefit from the device. A CT scan (date not reported) indicated that the electrode was located extracochlearly. The device was explanted on (B)(6), 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.